Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device therapy supply was out of range. Patient involvement is unknown.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating the therapy supply is out of range. There was reportedly no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
The rse remotely evaluated the device. It was determined that this was a malfunction of the power module which was ordered. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the power module. The reported problem was confirmed. The customer ordered the power module to resolve the issue. It has been concluded that no further action is required at this time. H3 other text : the remote service engineer remotely evaluated the device.